Event description:
No change to previously reported event.

Manufacturer narrative:
Event description: it was reported that the product was implanted on (B)(6) 2018. On (B)(6) 2020 the stabilizing cord was removed to readjust the tension so that the patient would be able to sit straight and better on the wheelchair. There was no issue with the cord or screws and they were still intact. The surgeon refused to do a fusion to give the patient some mobility. The patient has no limbs. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check could not be performed as only the complained product is known. Conclusion: it was reported that the product was implanted on (B)(6) 2018. On (B)(6) 2020 the stabilizing cord was removed to readjust the tension so that the patient would be able to sit straight and better on the wheelchair. There was no issue with the cord or screws and they were still intact. The surgeon refused to do a fusion to give the patient some mobility. The patient has no limbs. Neither x-rays, operative notes, office visit notes, nor device or photos of the device were received; therefore the condition of the component is unknown. It was mentioned that the there was no issue related to the devices. The cord was removed to readjust the tension so that the patient would be able to sit straight and better on the wheelchair. The investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced the need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
The stabilizing cord was removed to readjust the tension. There was no issue with the cord or screws and they were still intact. The patient has no limbs, so the surgeon refused to do a fusion to give some mobility.